Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: the cause of high thresholds cannot be determined based on the info available.

Event description:
Boston scientific (bsc) crm received and reported the following info: "this attempted enpath left ventricular lead exhibited high thresholds. The pt was noted with premature ventricular contractions (pvcs). The lead was surgically abandoned in the pocket and replaced by a new lead. No adverse pt effects were reported."